Manufacturer narrative:
The device was not returned for analysis, therefore no technical investigation of the stent or the delivery system could be performed. The manufacturing history of the product detailed above was reviewed to determine whether there was any deviation that could account for this event. In addition, the provided angiographic material was reviewed, but the complaint event was not visible. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing or material related root cause could be identified. Since it was reported that also other stent systems failed to cross the lesion, the root cause is most likely related to patient anatomy.

Event description:
An orsiro drug-eluting stent was selected to treat a severely calcified lesion in a tortuous distal lad. Despite pre-dilatation the device could not cross the lesion.